Event description:
It was reported that during an implant on (B)(6) 2019, the atrial could not be fixed into the right auricle. The lead tip cannot be implanted in myocardium. The patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.